Event description:
It was reported by service report that the unit was having problems with the load cells and scale was giving an incorrect reading. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer incorrectly installed load cells. Load cell.